Event description:
The ge oec 9600 fluoroscopy system displayed checksum error.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective sram also found mis-aligned connector to motherboard and new storage battery of floppy to restore proper time stamp. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.